Event description:
It was reported the device had a broken door notch source. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal and battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso seal and battery compartment was the root cause. The dso seal and battery compartment were replaced. The most probable cause is expulsor; however, this cannot be confirmed as no product was returned for investigation.